Manufacturer narrative:
Image review: one media file was provided for review of the event. The patient¿s executive summary was not provided for anatomical review. Fluoroscopic valve load inspection was not provided. It was reported the depth prior to release was 3 millimeter (mm) at the non-coronary cusp (ncc) and 6mm at the left coronary cusp (lcc); however, the media file provide does not allow for validation of appropriate depth. Using the temporary pacing wire as a reference and noting the position of the evolut at the beginning of the release compared to the position of the valve after final release, there is evidence the valve moved ventricular upon final release. However, not enough information was provided to determine the cause of the dislodgement. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated: b5, h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating that the severe aortic insufficiency was classified as paravalvular leak (pvl).

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, at 80% deployment the valve was at a depth of 3 millimeter (mm) on the non-coronary cusp (ncc) and 6 mm on the left coronary cusp (lcc). On slow release the valve, the first paddle released dislodging the valve to a depth of 10 mm on the ncc and 10 mm on the lcc as the second paddle remained attached to the delivery catheter system (dcs). Mild paravalvular leak (pvl) was observed and no treatment was reported as the physician feared the valve going deeper if a balloon aortic valvuloplasty (bav) was performed. No recaptures were performed. A confida guidewire and 18 french (fr) non-medtronic sheath were used. No additional adverse patient effects were reported. Additional information was received that two months and twenty-four days post-implant, a second non-medtronic valve was implanted successfully due to severe aortic insufficiency. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329; product type: 0195-heart valves. Product analysis: the device remains implanted, and no procedural images were submitted for review; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, at 80% deployment the valve was at a depth of 3 millimeter (mm) on the non-coronary cusp (ncc) and 6 mm on the left coronary cusp (lcc). On slow release the valve, the first paddle released dislodging the valve to a depth of 10 mm on the ncc and 10 mm on the lcc as the second paddle remained attached to the delivery catheter system (dcs). Mild paravalvular leak (pvl) was observed and no treatment was reported as the physician feared the valve going deeper if a balloon aortic valvuloplasty (bav) was performed. No recaptures was preformed. A confida guidewire and 18 french (fr) non-medtronic dryseal sheath were used. No additional adverse patient effects were reported. Additional information was received that two months and twenty-four days post-implant, a second non-medtronic valve was implanted successfully due to severe aortic insufficiency. No additional adverse patient effects were reported. Additional information was received indicating that the severe aortic insufficiency was classified as paravalvular leak (pvl).

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. This is a system report. The section d information is for the primary device, which was in use with the following: brand name: evolutfx delivery catheter system (dcs), product ID: d-evolutfx-2329, lot: 0011640791, use by date: 2025-02-15, UDI: (B)(4). Conclusion: the device history records were reviewed and showed the product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak (pvl) is a known potential adverse effect per the device instructions for use (IFU) and can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. Potential factors that can influence dislodgement include tension applied on the delivery catheter system (dcs) during positioning, calcification levels and shape of the native anatomy. In this case, the paddles of the valve did not release fully, as the second paddle remained attached to the dcs. The user should release the tension in system just before final release to reduce potential for valve movement and the user should slightly push on dcs while tuning the deployment knob very slowly to allow the paddles to detach one at a time. Additionally, if paddle fails to immediately detach do not torque (turn) the dcs handle as this will not translate to the distal tip. Often a hung paddle will resolve itself after a few hear t cycles, but if it doesn¿t the operator can either pull slightly on the guidewire or gently push the dcs forward to release the paddle. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.